Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the deep incisional surgical site infection occurred. Cultures were taken and (B)(6) bacterial infection was confirmed. Right atrial (ra) lead was explanted. Antibiotics were administered. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.